Manufacturer narrative:
The device involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent. Approximately one(1) year post initial procedure, a type iii endoleak was detected. The physician elected to treat the patient by implanting a ctag device (non-endologix) on (B)(6) 2013.